Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.

Event description:
The physician reports that the crystalens haptics became damaged during insertion using the staar surgical lens injector system. Additional information has been requested from the physician.